Event description:
It was reported that a spectrum pump had a bolused cardizem at a rate faster than what was programmed which was hung from a brand new bag on the patient. This proceeded to run in a whole 100ml drip of cardizem over 2 and a half hours. The volume read as 25ml, the rate was correct at 10ml an hour. It was witnessed by both the nurse. On night shift, the pump was programmed correctly and volume infused was correct but actual volume infused was not. The event happened during the patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.